Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 100 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the motor error alarm will not let them do anything and they started using an older insulin pump they had. Customer advised the insulin pump was buzzing in their pocket and motor error was flashing. Customer advised their blood glucose level went up to 289 mg/dl at that point. Customer advised they replaced the battery on the device but that did not help either. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed the displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump was received with partially broken reservoir tube lip and minor scratched display window.